Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the conditions under which these readings were obtained is unknown due to the customer not wanting to continue with troubleshooting. The survey was not complete.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 450 mg/dl, 215 mg/dl, and 100 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's product was returned and investigated. Connected meter to a pc with a serial data cable. Sent audio commands to meter, tested audio in on/off/hi/low settings and the meter's audio components functioned correctly and all commands were audible. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.